Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with an infusion set and was alerted by alarm 2 followed by alarm 26. This caused the blockage at the site. The symptoms were noticed 3 or more hours after insertion. Infusion set was inserted in the abdomen and the insertion site was rotated regularly. Patient's blood sugar level at the time of event was 300 mg/dl so the patient took correction injection via mdi. Patient also changed supplies as necessary and resumed insulin therapy. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.